Event description:
Mother called in and stated the device is not providing accurate results. A fasting lab comparison was performed at 9am and the lab result was 120mg/dl, the device result was 167mg/dl. Unknown if controls were in use at the time. A request was made for the return of the suspect device and replacement product was sent.